Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: " what is the lot number? Unk. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). Trade name - irgacare® active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an total knee replacement procedure on (B)(6)2023 and barbed suture was used. During the procedure, when the surgeon pulled the suture, the suture was broken during use on dermis. No adverse patient consequences were reported. Additional information was requested. It was reported by a sales rep that, during a total knee arthroplasty : tka, when the surgeon pulled the suture, the suture was broken during use on dermis. Further details are not provided from the hp. No sample will be returned. There were no adverse consequences to the patient. Affiliate reference number is (B)(4).